Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted in the right coronary artery. The lesion was pre-dilated with a 2.5mm diameter by 15mm length ptca balloon. It was not possible for the stent to cross the severely calcified target lesion. The physician reported that he was pushing hard to get the stent dislodged from the delivery balloon. The stent was removed from the coronary artery; however, the physician was unable to pull the stent into the femoral sheath for removal from the pt. The pt subsequently was sent to surgery for removal of the stent. There were no additional clinical sequelae reported relative to the event. The lesion not being pre-dilated 1:1 and pushing "hard" to advance the stent across the lesion likely contributed to stent dislodgement.